Event description:
The ge oec 9800 fluoroscopy system would not produce an image when an x-ray exposure was made.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the ccd camera and performed an alignment on the new one. The system was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.